Manufacturer narrative:
(B)(6). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. It was reported that the patient ¿accidentally cut the line of the transfer set¿ (no further detail). On unreported dates, the patient was hospitalized and began treatment for the peritonitis with vancomycin, injection, 1 gram, once in 4 days; fortum, injection, 1 gram, once a day; imipenem, 250 milligrams, injection, twice a day (routes were not reported). On an unreported date, the patient was recovered from the event. At the time of this report, the treatments with vancomycin and fortum were ongoing. Additionally, dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.